Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she had suffered a hypoglycemic episode and had lost consciousness. Patient's husband took her to the emergency room. Patient was given a tube of glucose and after she regained consciousness, she was given a sandwich. Patient was released the same day. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event.